Event description:
It was reported that the patient experienced problems with this inflatable penile prosthesis (ipp) as the pump was not working and the reservoir was empty. No further information has been reported.